Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned

Event description:
After gamma3 surgery, the lag screw cut out. Revision surgery to a uha was performed. This case was presented at the (B)(6) 2014. It is the 1st case of six cases.